Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the weld on the front of frame that the front rigging/foot board attaches to is broken at the weld.